Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with pain around the left inflatable penile prosthesis (ipp). The physician suspected possible infection. In addition, the patient has a long scrotum and the pump was riding high. The patient underwent surgery and all components were removed. A full antibiotic washout was performed, and new device cylinders were implanted. Upon measuring the anatomy after the device was removed, the patient measured 2cm smaller on the left side. Therefore, the physician suspects that the left cylinder was oversized, which may be causing the penile pain. There were no further patient complications.